Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 427 mg/dl, current blood glucose is 360 mg/dl. The customer treated high blood glucose with manual injection. The customer reported that the insulin pump received multiple insulin pump error alarm. The customer also reported that the insulin pump did not receive low battery alert prior to the off no power alert and the second occurrence of off no power without a low battery warning. The customer reported that the insulin pump was dropped and received spi to motor pic communication error on the insulin pump. It was also reported that the alarm did not occurred during rewind process and self test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with no button response due to flattened all button dome switch and no unlocked lcd keypad connector. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify the spi to motor pic communication error alarm and unexpected battery power loss anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.